Manufacturer narrative:
Summary of evaluation: the devices can not be evaluated as they have not been returned to howmedica but rather have been retained by the hosp. Attempts to obtain the device and/or additional information have been unsuccessful.